Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsule tear in the right eye during a laser assisted cataract procedure. The tear was noticed after removing the third of the four quadrants. A vitrectomy was performed and an intraocular lens was placed to complete the procedure. Additional information requested.